Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). The device was reprogrammed. The patient was stable and asymptomatic.